Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of having high blood glucose of over 600mg/dl. Customer treated with an injection. Troubleshooting found that the drive support cap was normal but customer declined to check their settings. The high pressure test failed but then passed on the second try. The self test passed. No further details given.